Event description:
It was reported that the pt was implanted in 2002. Initially the pt was hearing well. However, within the past year, the pt's auditory performance deteriorated significantly. Reportedly, the results of the integrity tests were consistent with normal receiver/stimulator function. An x-ray or CT scan to confirm electrode placement was requested, but no results were reported. Explantation and reimplantation is planned.

Manufacturer narrative:
This type of event is addressed in the device labeling.